Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported during a site visit that a tubing separation occurred while a vasopressor was infusing. The clinician cannot recall if it was levophed or another medication. And the event date was unknown. The tubing separated at the juncture of the upper fitment and pump tubing segment while in the channel. The tubing separated while moving a patient. The clinician believed the tubing separation was there fault, and did not report the event. No patient harm occurred and this event took place on the cardio-thoracic intensive care unit.